Event description:
It was reported that a possible pocket fill occurred. The pump system was being used to deliver baclofen. It was further reported that the medication in the pump was lioresal 2000mcg/ml at a dose of 370mcg/day. The root cause for the pocket fill was reported as the patient moving. The pump volume was confirmed at 12 cc. The patient was admitted to the hospital for 23 hours. The patient was receiving therapy with no interruption and no side effects. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2008, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the drug in the pump was lioresal 2000mcg/ml at a dose of 839.8mcg/hour. The patient was also taking oral baclofen at the time of the event. The patient had drowsiness that evening that resolved. The patient was asymptomatic from the event. The pump was refilled on 2013-(B)(6) without any complications. The patient was referred back to their previous neurologist for refills as they continued with spasticity and wanted to follow up with the hcp that implanted the pump.